Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following information was provided. On an unreported date, the patient had peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The patient recovered.

Manufacturer narrative:
(B)(4). Follow up information received from the nurse on (B)(6) 2012: the patient was treated with vancomycin. The nurse confirmed the patient was recovering and therapy was ongoing. The nurse stated that the event was unrelated to dianeal therapy. The nurse declined to provide any additional information. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed on h11k01037, h11l08071, h12b23046 and h12c08110. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event.